Manufacturer narrative:
Pc (B)(4). A manufacturing record evaluation was performed for the finished device lot number pck661, and no non-conformances related to the reported complaint condition were identified component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -please describe the issue experienced with the suture. Based on the reported information in the local language, the issue seemed to be ""the end of the suture was not neat but was frayed."" Also, it seemed to be an appearance issue rather than unusual feeling when touching. However, the product was not (/will not be) returned, thus, we are not sure of the correct and exact condition. -did the suture feel rough to the touch? Please see the above answer. -did the suture fray? Please see the above answer. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and suture was used. During the procedure, it was found that the end of the suture was rough. The end of the suture was not neat but was frayed. There were no adverse consequences to the patient. No additional information was provided.